Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.